Event description:
Caller reported false positive troponin I (tni) results on triage vs centaur lab analyzer. A (B)(6) old male visited the ed with chest pain and urinary retention. Testing was performed with elevated tni on triage vs centaur lab analyzer. The ed disposition notes: clinical picture consistent with an acute costochondritis (chest wall strain). No changes in pt medication noted but nitroglycerin was taken just prior to transfer to ed. Two different meters were listed for this pt and one set of data had no meter sn listed. Meter sn 55619 is listed on this complaint. Meter sn (B)(4) is listed on medwatch report #2027969-2012-00424.

Manufacturer narrative:
In house testing of w49730 showed the device lot to function as expected, within MFR final release specs. No false positive result was observed with the 3 negative control samples (n=3/each). All data points with the positive control were within the MFR 2sd range. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. This issue will be tracked and trended to detect any further occurrence. As of (B)(4) 2012, there are three complaints against this device lot, two of which address tni recovery. No product deficiency was established; no corrective action required at this time.